Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occured on (B)(6) 2019 due to cuff tear. A 43mm helmet head was replaced by a 36mm humeral cup, 36mm glenoid baseplate cementless and a 36mm centered glenosphere with screw. Primary surgery occured on (B)(6) 2019 with an anatomical shoulder, before the primary surgery, the surgeon advise his patient to implant a humelock reversed but the patient did not wanted to and asked for an anatomic shoulder. After the cuff tear, the patient recognized that it was a bad choice and that he should have put a humelock reversed during the first surgery.